Event description:
It was reported that during a cryoablation procedure to treat an atrial fibrillation involving an polarxfit, polarmap, and polarsheath, the patient experienced cardiac tamponade. The procedure was canceled, and a pericardial drainage was performed and subsequently transitioned to open-chest surgery. Furthermore, during the open-chest surgery, it was discovered that the pulmonary vein was ruptured, and this was repaired. The patient is stable. The devices are not expected to be returned as they were disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.